Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the top case had a chip in the front left and rear right corners, right plunger case was cracked, battery was missing, bottom case was cracked on the battery standoff. No alarms in the event history/error log pertaining to customers reported problem. Per functional testing, the force did not calibrate. The complaint was confirmed. The root cause was the plunger head mount being loose because of a loose screw. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Tightened the screw. Replaced damaged top and bottom cases and ear clip. Replaced worn worm gear, worm coupling motor mount, leadscrew, clutch spring and right and left clutch halves and replaced teflon washer with the delrin washer. Replaced right plunger case, left plunger case, plunger cam, plunger float, push block and right and left timing plates. Installed cable guard and missing battery. Cleaned, greased, calibrated the pump and performed all tests which passed.

Event description:
It was reported that the pump failed forced sensor test. Patient involvement unknown.